Event description:
Device 1 of 2. Reference MFR report: 1627487-2014-15025. It was reported the patient does not have right sided thoracic stimulation. Diagnostic testing revealed low impedance readings. X-rays were taken and the physician stated the leads appeared to be in the correct position to provide the desired stimulation. Surgical intervention may be taken at a later date to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.